Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: (B)(4), implanted: (B)(6) 1991, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (10 mg/ml at 1.5 mg/day) via an implantable infusion pump. It was reported that a refill volume discrepancy occurred; the expected volume was 2 ml and actual volume was 29 ml. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The catheter access port was unable to be aspirated during a clinical dye study. No symptoms were reported. The issue was unresolved and the patient was alive with no injury. No further complications have been reported as a result of this event.